Event description:
I had the charite disk put in my spine in 2005, and it became "dislodged" or "slipped" out on or about a week later - we think. There was so much damage to all any blood vessels in my left leg and stomach, the device caused problems right after it was implanted.